Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Customer contact phone number: (B)(6).

Event description:
It was reported that the cadd legacy plus pump had significantly under delivered when delivering at a continuous rate of 47 ml/hour. The product problem occurred use with a patient. No patient injury or complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.